Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.00/1.0/092 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os), removed the lens and exchanged lens for a longer length lens within the same surgery on (B)(6) /2018, due to excessive vault. This resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).